Event description:
An occlusion alarm was reported by the caller; however, the alarm number could not be verified. The customer experienced frequent occlusion alarms throughout the day, primarily during bolus, and had to administer insulin one unit at a time. Despite these issues, there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge, resumed insulin.